Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the seven months after the coil embolization assisted with an enterprise vrd (enc452812/01422404) of ba-trunk, follow-up angiographic showed that the patient developed coil compaction at the aneurysm neck. Action taken was a repeat coil embolization and placement of another enterprise vrd (catalog/lot unknown) three months after conducting the angiography. The event outcome four months after angiography was recovered without sequel. According to the physician, the relationship of the event to the procedure was unrelated and to the enterprise vrd was also unrelated. No product malfunctions were noted. No coil or coils protruded through the vrd during the second procedure, and there was no difficult crossing the vrd with the microcatheter during the second procedure.

Manufacturer narrative:
The unruptured saccular aneurysm neck was 7.9mm, and the neck to sac ratio was 7.9:19.0mm. The parent vessel size diameter proximal was 4.8mm and distally was 4.2mm. Mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, and on (B)(6) 2010 was 0. Antiplatelet therapy included aspirin 100mg/day: start date unk - ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2010 - (B)(6) 2011, 50mg/day: (B)(6) 2011, 25mg/day: (B)(6) 2011, 150mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2011, 50mg/day: (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2010, 60mg/day: (B)(6) 2011. Heparin 6000u was administered intra-procedurally. The act was 131 sec pre anticoagulation and 262 sec post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, a brite tip guide catheter, prowler select plus (mc) microcatheter (606-s255x/lot unk), and a chikai guidewire (asahi) were utilized. Other devices utilized during the procedure were an excelsior 1018 mc, gdc coils x16 (bs), orbit coil x5 (637cs183/lot unk), orbit coils x7 (637cf0824/lot unk), orbit coils x3 (637cs1430/lot unk), orbit coils (637cs1030/lot unk), microsphere coil (micrus), orbit coils x3 (637cf0515/lot unk), orbit coils (637mf0306/lot unk), and helipaq coils x10 (micrus). Neither further information nor procedural images were available. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lr packaging l/n # 01422404. Per lake region report c 11,291: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422404. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: please note that after further review of this file, it was determined that there were no product malfunctions or adverse events associated with the device. Therefore, no further reports or information will be forthcoming at this time.